Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. It will be considered that the issue was found in use during patient monitoring. There was no report of patient injury or harm.